Event description:
The manufacturer received a voluntary medwatch (mw5152920) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating, " this machine that replaced my first always had a horrible squeak sound. Then in november received error message humidifier didn't work, then it did, then it didn't. Now I have cold, dry air and it causes horrible stomach pain after I have it on a couple of hours, I wake with burping and passing gas. My first machine was wonderful, this one is awful. I touched the power supply in the night and it was so hot I thought it burned my hand. I now have worse sleep than ever, even not wearing it it's like I'm traumatized to wake every couple of hours because that is what it has done to me." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer received a voluntary medwatch (mw5152920) in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information stating, " this machine that replaced my first always had a horrible squeak sound. Then in november received error message humidifier didn't work, then it did, then it didn't. Now I have cold, dry air and it causes horrible stomach pain after I have it on a couple of hours, I wake with burping and passing gas. My first machine was wonderful, this one is awful. I touched the power supply in the night and it was so hot I thought it burned my hand. I now have worse sleep than ever, even not wearing it it's like I'm traumatized to wake every couple of hours because that is what it has done to me." There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. In box h: evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.